Event description:
The site reported that post "tumt" treatment, physician tried to deflate foley balloon and urine came out. Pulled catheter out of pt and found balloon had ruptured. This event is being reported because a similar event could result in a serious injury.